Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose of 488 mg/dl. The customer's blood glucose was 488 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were trying to delivering bolus but the buttons were unresponsive. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corners and minor scratches on the display window.